Event description:
It has been reported to philips that a study does not appear in iscv (intellispace cardiovascular). The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation for this complaint.